Event description:
During procedure with the rotablator system, the guide wire became separated and the distal part remains in the right coronary artery. A stent was deployed to secure the wire in the right coronary artery.